Event description:
It was reported that a malfunction occurred on the pump with malfunction code 12, which did not follow any notable events. The customer¿s blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided the customer with pump reset instructions, assisted in resetting the pump, and the malfunction did not recur. The customer understood the guidance and was instructed to report if the issue occurred again while continuing to use the pump.